Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The umbilical cable was replaced, thus resolving the issue. The imaging system then successfully passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the umbilical cable was broken, and the system lost connection to the mobile view station (mvs). Medtronic imaging was aborted, and navigation was aborted as well. There was no delay to the procedure due to this issue, and there was no impact on patient outcome. It was noted that a local area network (lan) cable was connected directly between the system and mvs to provide a temporary fix. The umbilical cable was then changed.

Manufacturer narrative:
If follow-up, what type: device evaluation: device evaluated by MFR: the umbilical cable was returned to medtronic for further evaluation. The reported issue was confirmed. The umbilical cable failed the bench test due to open connections on line 1 and 2 during gbit testing. It was determined that there was an electrical failure with the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.